Manufacturer narrative:
(B)(4). Investigation results: a visual examination of the returned complaint device found that the balloon did not have any visual defects and was in a good condition. The catheter of the device was carefully inspected and no damages were found. Functional analysis was attempted to be performed; however, the balloon lumen was occluded and could not be unblocked. A microscopic examination of the balloon found a pinhole over the proximal section of the ro marker. This failure is likely due to factors encountered during the procedure, such as the interaction with the scope, that could have affected device performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that a maxforce biliary dilatation balloon was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noticed that the balloon could not be inflated. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable, good and fine. Investigation results revealed that the balloon had a pinhole; therefore, this is now an MDR reportable event.